Event description:
On 08/04/2009, the pt reported that she is unsure if the up and down buttons of her infusion device are functioning properly. She stated the on "maybe half a dozen" occasions since 2009, she experienced elevated blood glucose of over 16 mmol/l (288 mg/dl) and there were missing boluses in the bolus history of the infusion device. Her target blood glucose level is 7-10 mmol/l (126-180 mg/dl). She stated that she "probably took more insulin through the pump" to lower elevated readings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.